Event description:
It was reported that the patient received a notification for non-sustained ventricular oversensing due to noise. The noise was unable to be reproduced with provocative testing. The lead was capped and replaced. Patient will continue to be monitored.